Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0805 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes appeared beneath the insertion site of the catheter after 1 month of use, leaking fluids. No other information was provided.